Event description:
It was reported that needle was damaged and had additional hole with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: there was one more hole in the needle. There was a hole in the middle of the needle.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9057702, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer so it was not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information¿s it is not possible confirm the complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was damaged and had additional hole with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: there was one more hole in the needle. There was a hole in the middle of the needle.